Manufacturer narrative:
The referenced pump exchange in (B)(6) 2015 was reported under medwatch MFR report #2916596-2015-00493. Approximate age of device ¿ 5 months. Device evaluation the report of suspected pump thrombus and hemolysis was confirmed based on the evaluation of the returned pump. Upon disassembly of the pump, white tissue-like depositions were observed in the outlet stator adjacent to the bearing ball and on the stator blades. The depositions lacked laminated layering, suggesting that they did not initially form in the outlet stator; however, the origin of the depositions could not be conclusively determined. The observed depositions showed no evidence of denaturation; however, the contact marks present on the outlet bearing cup indicate that the depositions were present for an undetermined amount of time while the pump was operating. Although a specific cause for the observed depositions could not be determined through this evaluation, they were occluding a portion of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. The depositions could have also created additional resistance on the spinning rotor, contributing to the pump power elevations captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombosis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an increase in lactate dehydrogenase (ldh) levels and there was concern for pump thrombus. On (B)(6) 2015, there appeared to be an upward trend in the recorded pump power values and estimated flow values with a downward trend in the pulsatility index values. On (B)(6) 2015, the patient presented to the hospital and laboratory values demonstrated an ldh of 799 u/l, a plasma free hemoglobin of 190g/dl, a subtherapeutic inr of 1.8 (target goal of 3.0-3.5), and a creatinine of 1.3 mg/dl. The patient was admitted for heparin infusion initiation. The patient's anticoagulation regimen included coumadin, heparin, aspirin, persantine, and brilinta. It was reported that a pump exchange was performed on (B)(6) 2015 due to recurrent thrombosis.